Event description:
The following has been reported: customer reported: "lot number fa25f16046. The tubing just came out of the drip tube. A preliminary review identified the following issue: connection leak - secondary port unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.